Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after the device was dropped in water, the user experienced recurring alert 60 alarms consistent with a bluetooth communication failure, indicating failure to read an input signal associated with the circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. The device was returned for evaluation. Preliminary investigation of this case revealed signal loss consistent with a failure to read input signal traced to the circuit board. The device was powered off and disassembled for inspection. No damage was found internally. A reference hoverboard was substituted into the device and the device was re-powered. Bluetooth information was now populated and the device was functioning. The original hoverboard was reinstalled and the issue returned. The complaint was duplicated and confirmed. It was determined to be an issue with communication between the bluetooth chip and the hoverboard pcb.